Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis of the returned device was inconclusive. (B)(4)

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.